Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced a door not fully latched alar which is likely what the customer meant by "door errors". The alarms were caused by loose link screws. The link screws were replaced.

Event description:
It was reported that a spectrum pump had "door errors". It was also reported that there was no patient injury.